Event description:
The clinic reported that a laser vision correction patient presented with striae in the right eye one day post treatment. The left eye flap was lifted and stretched. The epithelium was removed from the edges and the eye was patched. As of (B)(6) 2013, the visual acuity sans correction (vasc) was 20/30 for the right eye and 20/25 for the left eye. The prescription (rxm) was ¿ 0.75 sphere for 20/20 for the right eye and +0.50 ¿1.00 x 125 for 20/20 for the left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.